Event description:
Additional information indicated this ICD was explanted and replaced, as the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.